Manufacturer narrative:
There was/were 3 case(s) with no sample received for evaluation, a result code of operational problem identified, improper material and a conclusion code of cause not established. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of failure to follow instructions, and cause cannot be traced to device. There was/were 1 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of cause cannot be traced to device. There was/were 11 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause not established. There was/were 3 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of unintended use error caused or contributed to event. There was/were 43 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 4 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of failure to follow instructions. There was/were 8 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of no problem detected. There was/were 126 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. There was/were 9 case(s) with a sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of manufacturing process problem identified and a conclusion code of cause traced to manufacturing. There was/were 1 case(s) with a sample received for evaluation, a result code of manufacturing process problem identified and a conclusion code of manufacturing deficiency. There was/were 2 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of cause cannot be traced to device. (B)(4).

Event description:
This report summarizes e2000003 216 reported events for q4 2018. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material split, cut or torn. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 38 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 4 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 5 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 2 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code misfire. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material too rigid or stiff. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, (B)(6), patient(s) with reported event(s) of device code break. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 17 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 62 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6) year old, patient(s) with reported event(s) of device code defective device. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, (B)(6), patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 9 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 8 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance.